Event description:
Customer reported unexpected negative reactions in testing a patient sample containing anti-jkb with cell #10 (homozygous jkb cell) of panocell-16, when using immuadd, and weak reactivity when using peg.

Manufacturer narrative:
Testing was performed with anti-jkb, lot jkb43d-1, using selected jk (a+b+) and jk (b-) cells from retention panocell-16, lot 31106. Jk (a-b+) cell #10 was also tested. The expected reactivity was observed in all testing. The customer did not return product or sample for investigation. It is not possible to rule out the sample as a cause of the event.